Event description:
It was reported that a person with diabetes (pwd) received a line blocked alarm, which required an early infusion-site change. The pwd stated that upon removing the infusion set, a kinked cannula was observed. The pwd indicated that insulin delivery was successfully resumed after changing to a new infusion site. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.